Event description:
Site reported a pneumothorax while navigating with an edge 90 locatable guide catheter. The procedure was discontinued and the pt was x-rayed after the case, but was not admitted to the hospital. A follow up x-ray was conducted on (B)(6) 2012, and the air pocked was reducing in size.

Manufacturer narrative:
The edge 90 locatable guide catheter has not yet been received at superdimension for evaluation. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT-guided percutaneous biopsy with complication rates of approximately 27% with the CT guided procedure.